Manufacturer narrative:
(B)(4). Batch # 713a46. The following information was requested, but unavailable: could you please provide more details for "not fired properly"? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? Was the safety reset prior to removal? What was the users experience with the device? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage, with 3 staples in the pockets, 2 loose staples in the casing and with the breakaway washer uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 713a46, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection the device did not fire properly. There was no delay to the surgery. The surgery was completed successfully.